Manufacturer narrative:
Unable to prime during prime/delivery test due to faulty forced sensor resistor. Insulin pump passed displacement test, rewind test, basic occlusion test, self-test, and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no low battery alert noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery in insulin pump was not lasting more than one week. It was also reported that display screen was cracked.